Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device gives a message the pads are defective. There was no adverse patient involvement.